Event description:
It was reported that the 8120 was unable to connect to 8015 device. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported issue, where the 8120 pca module was unable to connect to the 8015 devices, could not be identified. Potential factors included the 8015 device¿s server status being disabled and a possible issue with the network configuration package, but these were not confirmed. The issue remained unresolved due to limited remote access and the customer¿s unresponsiveness.